Event description:
New information received notes the patient presented in clinic for an unrelated reason. Upon review, the right ventricular lead exhibited continued high thresholds which were previously believed to be exit block. The lead was explanted and replaced. The patient was stable post-procedure.

Event description:
It was reported that the patient's right ventricular lead exhibited no capture one day post implant. Exit block is believed to cause the capturing anomaly. No intervention performed. The patient was stable and will be monitored.